Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 1.3.2 f1908: delay of less than one hour f26: no patient impact g2: this event occurred in canada, see section e. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. During registration, the surgeon was unable to change the navigation tracking method from footswitch to continuous. Troubleshooting included confirming the system was on the latest software version and in the correct procedure. The issue was thought to be related to the footswitch as it needed to be used to lock trajectory. The reported behavior resulted in procedure delay of less than one hour. There was no impact on patient outcome. The issue happened before locking the trajectory. The procedure was exited and another surgical profile biopsy procedure was selected for the procedure to be completed. Additional information was received. It was reported that the issue occurred right after registration. The site moved forward to navigation upon which the manufacturer representative (rep) noticed that the pointer was not tracking. The rep asked the surgeon to press the footswitch, and the system began navigating the pointer.